Event description:
Patient with defibrillator since 2006 had ilr implanted (B)(6)2016. On (B)(6)2017 patient returned to hospital with a large right mca stroke due to afib. Monitor had not alarmed. When interrogated, machine detected several instances of afib, but the patient was not alerted. Pt with left hemiplegia, limited coordination, gaze palsy, partial hemianopia. Peg inserted (B)(6)2017, patient discharged to rehab facility on (B)(6)2017. Patient had a land-line phone installed at their home to accommodate transmission for the monitor. Recorder interrogated at mission and was found to have several episodes of afib with no notification to the patient. Patient had two visits to the doctor's office and was never notified that the recorder was not transmitting. Medtronic rep stated that recorder had not transmitted at all.